Event description:
The pump was returned for investigation. Investigation revealed contamination of the force sensor assembly. This report is made based on results of investigation completed on (B)(4)2013.

Manufacturer narrative:
Submitted: (B)(4) 2013. Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: review of the black box and download history revealed call service alarm and multiple no cartridge detected warnings on the date of the reported failure. On testing, the pump powered on normally. During the load step process, the pump failed to detect the cartridge. The pump was not able to be exercised for 24 hours due to the reported call service alarm. The force sensor was tested and found to be out of specifications. The pump was opened for investigation and revealed contamination present on the force sensor assembly.